Event description:
It was reported that pump experienced malfunction alarm code 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset, did not experience repeat malfunction after reset, and was advised to continue using pump and call back if issue recurred, which customer acknowledged and understood.